Event description:
During the implantation of a left ventricular assist device (lvad), it was reported that the outflow graft had been pre-clotted with tisseel with no obvious issues in pre-clotting technique; however, significant bleeding was observed in various areas of the graft including beneath the outflow graft bend relief. In order to reduce the bleeding, the operating surgeon used heavy ligature around the top portion of the bend relief in order to create a "tamponade" to seal the graft and also applied floseal to the rest of the graft. Once the bleeding slowed and the pt became stabilized, the chest was closed and the pt was transferred to the ICU.

Manufacturer narrative:
The pt remains on lvad support without any further issues. A portion of the outflow graft that was cut-off for sizing of the graft during implant was returned to the manufacturer for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.